Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation and the following observations were noted: the liner was fully expanded as designed. The distal tip was torn radially along the horizontal score line. The sheath hdpe was stretched at distal tip along the radial tear location. Slant and horizontal score lines were visible at distal tip. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaints of sheath distal tip torn and difficulty advancing through sheath were confirmed based on evaluation of returned device and provided imagery. Available information suggests that procedural factors (variability in tip expansion) likely contributed to the event as per product evaluation, the score lines were visible although tip was opened. Additionally, patient characteristics such as calcification, tortuosity and/ or undersized vessels may also cause or contribute to the reported distal tip damaged, however vessel characteristics are unknown at this time. In this case, this reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Improper tip expansion may increase resistance during the advancement of the delivery system near the distal tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. The esheath was inserted into the patient without any issue. However, during advancement of the edwards commander delivery system through the esheath+, resistance was encountered when the valve reached the tip of the esheath+. Finally, the valve exited the esheath+ tip and was successfully implanted. When the devices were removed the distal tip of the esheath+ was observed torn. The patient did not experience any injury during the procedure and the patient was stable and finally discharged. As per medical opinion, the access vessels were clean and straight, and the valve was crimped in the correct way. As per engineering evaluation of the provided picture, the distal tip of the esheath+ was observed to be torn.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.